Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: during investigation, visible moisture corrosion was found in the battery compartment. The battery compartment was cracked on the left side of the grip pad. A leak test was performed and failed due to a crack in the battery compartment. The pump was opened to find moisture corrosion on the battery compartment housing. Unrelated to the original complaint, a crack at the top of the cartridge compartment was found. The returned cartridge cap was able to be tightened and removed from the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that there was moisture in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.